Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
This is a complaint about anticancer drug leakage during use. It was reported that during administration of an anticancer drug, a leak of the anticancer drug was observed from the connection between the infusion bag and spike (c180j).

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one spike connector assembled with an infusion bottle was provided to our quality team for investigation. Functional testing was performed, no leakage between any of the connections occurred. Further evaluation identified the stopper of the IV bag was cracked where the spike connector was originally inserted. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on our quality team's investigation, no failure or root cause related to our product was identified. The leak was likely a result of a crack observed in the infusion bag stopper. Complaints received for this device and the reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.